Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. It was noted that patient has received multiple inappropriate shocks due to supraventricular tachycardia. The implantable cardioverter defibrillator was reprogrammed. The patient was stable.